Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during intraocular lens (iol) implantation surgery, the posterior haptic was completely severed and the optic cracked in half. There was a patient contact. The procedure was completed, on the same day. Additional information was received stating that, after the lens was injected, it was noted that the back haptic was completely severed and the lens was cracked in half. Hence the lens was removed and replaced with another lens during the same procedure. There was no patient harm.